Event description:
Purchased new contact lenses in about 2006. Three months later, I went to eye doctor with bright red eye. Face was swollen and headaches severe. I have been treated up until now for some kind of infection in one eye. Was at dr again yesterday and am currently using prednisone drops in eye every hour. I learned of the recall of amo complete drops and am sure I am a user who is a result of this solution. I have been living in pain since of last year. Get this stuff off the market before another user has to go through what I have gone through.